Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and fully loaded with staples. The device was tested for functionality with a test washer, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported by the rep that during a low anterior resection procedure, the device would not close once the anvil was joined to the body of the instrument inside the patient. A new device was opened and used; however, the surgeon could not find the hole created with the first device, so he made a new hole. The patient was given a temporary ileostomy in order to ensure there was no leaking and/or complications from the first hole.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.